Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a (B)(6) male patient who initiated treatment with synvisc in (B)(6) 2016 and experienced recurrent hydrops of the knee. The patient's medical history was significant for articular cartilage damage. Past drugs, concurrent condition and concomitant medications were not reported. On an unknown date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, lot/batch number and expiration date: not provided) in the knee (unspecified) for articular cartilage damage of the knee. On an unknown date in 2016, 3 weeks after the injection, the patient suffered from hydrops in the knee. An evacuation of the fluid was done and the patient received a cortisone injection. After 3 weeks, the patient suffered from hydrops in the knee again. It was reported the nuclear magnetic resonance (nmr) showed a complete recovery of the articular cartilage damage of the knee. Action taken: unknown. Corrective treatment: fluid evacuation, cortisone injection. Outcome: not recovered/ not resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.

Event description:
This unsolicited device case from (B)(6) was received on 10-mar-2016 from a physician. This case concerns a (B)(6) male patient who initiated treatment with synvisc in (B)(6) 2016 and experienced recurrent hydrops of the knee. The patient's medical history was significant for articular cartilage damage. Past drugs, concurrent condition and concomitant medications were not reported. On an unknown date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, lot/batch number and expiration date: not provided) in the knee (unspecified) for articular cartilage damage of the knee. On an unknown date in 2016, 3 weeks after the injection, the patient suffered from hydrops in the knee. An evacuation of the fluid was done and the patient received a cortisone injection. After 3 weeks, the patient suffered from hydrops in the knee again. It was reported the nuclear magnetic resonance (nmr) showed a complete recovery of the articular cartilage damage of the knee. On an unknown date in 2016, the patient recovered from the event. Action taken: no action taken. Corrective treatment: fluid evacuation, cortisone injection. Outcome: recovered. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: it was reported that there was no causal relationship between synvisc and the event. Seriousness criteria: required intervention additional information was received on 17-mar-2016. Ptc results were added and the text was amended accordingly. Follow up was received on 21-mar-2016. No new information was received. Additional information was received on 09-may-2016 from the physician. The outcome of the event was updated from not recovered to recovered. The reporter causality of the event was added. Clinical course updated and text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 10-mar-2016 from a physician. This case concerns a (B)(6) male patient who initiated treatment with synvisc in (B)(6) 2016 and experienced recurrent hydrops of the knee. The patient's medical history was significant for articular cartilage damage. Past drugs, concurrent condition and concomitant medications were not reported. On an unknown date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, lot/batch number and expiration date: not provided) in the knee (unspecified) for articular cartilage damage of the knee. On an unknown date in 2016, 3 weeks after the injection, the patient suffered from hydrops in the knee. An evacuation of the fluid was done and the patient received a cortisone injection. After 3 weeks, the patient suffered from hydrops in the knee again. It was reported the nuclear magnetic resonance (nmr) showed a complete recovery of the articular cartilage damage of the knee. Action taken: unknown. Corrective treatment: fluid evacuation, cortisone injection. Outcome: not recovered/ not resolved. A pharmaceutical technical complaint (ptc) was initiated global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme globalpharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers,and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 17-mar-2016. Ptc results were added and the text was amended accordingly.